Event description:
The reporter contacted animas on (B)(6) 2013 alleging the pump case was cracked at the battery compartment. The reporter denied loss of power or self-rebooting, and stated there was no moisture or corrosion in the battery compartment. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged damaged case remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.